Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer regarding an implanted pump system for intractable spasticity and spinal cord injury/spinal cord disease. The pump was used to deliver unknown baclofen at an unknown concentration and dose and dilaudid (hydromorphone) at an unknown concentration and dose. It was reported that, per the patient's mother, the patient started having increased tone, increased spasticity, and spasms around two weeks prior to the report date. The patient hadn't been getting the same relief for approximately the last 2 refills. It was noted that the last increase was about a year prior to the report. Per the patient's mother, the patient's therapy had returned back to where he was before he had the pump. About 4 days prior to the report, the patient felt that he was "tightening up", so they increased the patient's oral baclofen dose, but the patient didn't like it because it was making him tired. It was also stated that the patient's doctor gave the patient 20mg of oral baclofen to try to give him relief. Approximately two days prior to the report, a home infusion nurse checked the pump and there were no issues to be seen and no volume discrepancy. A call with the patient's neurologist was to review the next steps of how to correct the issue. During this call, the neurologist recommended that a manufacturer representative be at the hospital the following day to assist the nurse. The hcp planned to do a 5% increase on (B)(6) 2022 and another one the following day if the patient was still having an increase in symptoms. At the dose increase, a refill was done. At this refill, the expected reservoir volume was 6.3ml and the actual reservoir volume was approximately 9ml. Pump logs were checked and no motor stalls were noted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the patient was going to have an MRI for 10/10 neck pain suspected the pump was slowing down/nearing end of life. The dose was increased 10% on (B)(6) 2022, hydromorphone (3.2 mg/ml, 2.3112 mg/day) and baclofen (1359 mcg/ml, 981.5 mcg/day) and the patient felt temporary relief with lidocaine patches and oral dilaudid.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the device was interrogated at the infusion center where the refills were done and there were no alerts or warnings reported. The cause of the patient¿s symptoms and the volume discrepancy had not been determined. The actual residual had increased each time at the last 2-3 refills. The patient was referred to surgery for pump replacement. As of (B)(6) 2022, the pump was delivering baclofen (1 ,359.0 mcg/ml at 852.4 mcg/day) and hydromorphone (3.2 mg/ml at 2.0071 mg/day).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.